Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump user experienced hypoglycemia overnight with a fingerstick blood glucose of 52 mg/dl while their continuous glucose monitor was reading approximately 30 mg/dl higher; the ilet delivered low-glucose alerts as expected, and the user had been wearing an external cgm sensor beyond the recommended wear time. Symptoms included hypoglycemia. Outcomes included self-treatment with rapid-acting oral carbohydrates without ems, clinic, or hospital care. Investigation included complaint history review, device history review, instructions for use review, and user troubleshooting and education regarding cgm wear time and meal announcements. Investigation of this case revealed user-related factors, including prolonged cgm sensor wear and potential meal announcement confusion; no evidence indicated interruption of insulin delivery. It was concluded that the event was related to use conditions with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.